Manufacturer narrative:
(B)(4). The incident sample has been received and is under eval. Add'l questions in regard to the incident have also been asked. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a vaginal hysterectomy, the device jaws became locked while on tissue. It is unk how the device was removed. To date the site has not responded to add'l questions asked about the incident.